Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was not connected to server. The customer was unable to run activity reports, manually entered patients into pyxis to dispense medication, and could not view current or new patients on the device. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another device that caused a delay in patient care. There were no adverse events or injuries reported based on this event.